Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported false air in line alarm, which was not reproduced but was confirmed through review of the event history log. Evaluation was unable to determine component causality. The unit was tested with passing results.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.